Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the reporter: prior to use, nurse injected air and confirmed the balloon inflated properly. Surgeon inserted the trocar into cavity and injected air, and balloon exploded soon after that. Used another to complete procedure. No bleeding. No tissue damage. Nothing fell into cavity. No pt harm. Operating room time not extended. Pt has no allergy to latex.